Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restorations for three (3) patients. This is the second of three (3) reports.

Manufacturer narrative:
Specific patient information with regard to age, gender, and weight were not provided. The office reported that the doctor removed the restoration and repeated the patient's procedure. To date, the patient is doing fine. The product was not returned; therefore, a visual evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.